Manufacturer narrative:
Concomitant medical product: 5076 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead revision, two left ventricular (lv) lead were attempted and not used due to high threshold. The lv port was plugged and an epicardial lead may be implanted later. No patient complications have been reported as a result of this event.